Event description:
During an implant attempt pacing failure was observed after connecting the leads to the subject device. It was reported that the leads were measured by a psa and no irregularities were identified. The device was subsequently replaced without being interrogated.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was mfg and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.